Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. The following information was provided by the initial reporter: consultant anaesthetist inserted a 14g cannula in the patients hand - there was a fast flow of blood through the injection port which was significant blood loss. New vascular access had to be sought. We have had the same issue with bd cannulas in sizes 14g, 16g and 18g.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. The following information was provided by the initial reporter: consultant anaesthetist inserted a 14g cannula in the patients hand - there was a fast flow of blood through the injection port which was significant blood loss. New vascular access had to be sought. We have had the same issue with bd cannulas in sizes 14g, 16g and 18g.